Manufacturer narrative:
A review of tickets was performed for the likely cause lot number, 04543be00. The ticket search determined that there is normal complaint activity for this lot number. Additionally, clinical sensitivity of the architect antihcv assay has been evaluated with sensitivity and seroconversion panels and showed acceptable sensitivity specifications, confirming that the architect antihcv is meeting product requirement. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect antihcv assay.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer reported a (B)(6) architect anti-hcv result on one patient. Results provided: (B)(6) 2019 sid (B)(6) = (B)(6), another architect = (B)(6), roche e601 = (B)(6); (B)(6) 2019 processed on alinity I = (B)(6), roche e602 = (B)(6), another method (type not provided) = not detected. No impact to patient management was reported.